Manufacturer narrative:
(B)(4). Date of birth - (B)(6). Unique identifier (UDI) # - (B)(6). Concomitant product(s): ep-105883, epoly 28mm rlc lnr mrom sz23, 166560. A 14-103652, univ 2-hole shl 52mm lnr sz 23, 132750. A 51-106100, tprlc 133 mp type1 pps so 10.0, 3674056. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a left hip close-reduction due to dislocation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Closed reduction due to dislocation